Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was determined to be patient condition as the 5.5 was unable to pass through the calcium in the subclavian. D4-updated model number in accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 84-year-old female undergoing cardiac surgery was to be implanted with an impella 5.5 device for mechanical circulatory support. It was reported there was difficulty implanting an impella 5.5 due to calcium seen in the patient's subclavian artery. The patient was instead successfully implanted with an impella cp.